Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/13/2010 and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "vitrectomy" (vitrectomy); "bag tore" (capsular bag tear, posterior). Product problem: "none reported" (no information [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was removed and replaced due to a capsular bag tear. A vitrectomy was performed. The iol was replaced with a different model lens. The nurse reported there was no problem or malfunction with the iol. Additional information was requested.